Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a larger-than-usual lunch, with a peak blood glucose of 322 mg/dl and levels above 180 mg/dl for about two hours; the user indicated they announced a larger lunch and levels trended down by the end of the call, with no device alerts above 300 mg/dl and no back-up therapy, ketone testing, medical intervention, or assistance required. Symptoms included no reported clinical effects and the user stated they felt fine. Outcomes included no functional impairment or need for medical care. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms and no device malfunction reported during the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.